Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 3:00pm, she reported high blood glucose results on her lifescan meter as compared to another device (unknown type) performed within 30 minutes or less of each other. The patient could not recall the specific test results obtained from the lfs meter nor on the other device and therefore, it is not known if the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with the insulin pump and denied making any changes to her usual diabetes management routine in response to the reported issue. Approximately two hours after the alleged issue occurred, the patient claimed to have had a "diabetic seizure" and was immediately taken to the ER where she was given a "glucagon injection". Shortly after, the patient was tested on the hospital's meter (unknown device) but the patient could not recall the result obtained. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.